Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose levels and treated with subcutaneous insulin infusion after changing infusion set and reservoir event on (B)(6) 2026.